Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 41 mg/dl while their blood glucose reading was 80 mg/dl. The sensor glucose and blood glucose difference were not within the acceptable range. The customer declined to troubleshoot the suspend on low alarm. The sensor will not be returned for analysis.